Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose was 40 mg/dl at time of incident. The customer¿s current blood glucose was 137 mg/dl. The insulin pump alarmed when blood glucose was at 98 mg/dl. The customer treated with payday and coke. Customer stated that the drive support cap appeared normal. Customer declined troubleshoot for high blood glucose and did not wish to complete troubleshoot for low. The insulin pump will not be returned for analysis